Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect device component is available for analysis and an return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect device component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a multiple errors on startup of the device and a burnt component within the ventilator device. The customer stated no known patient involvement with this event.